Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 83, 567 joules during a prostate procedure. It was also reported that the fiber cap was observed to be damaged. The case was completed with this fiber. The procedure was initiated with a different fiber, which was reported under (ref MFR report number 2937094-2012-01080). No pt or end user injury was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.